Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #unknown, lot #unknown. It was reported that the bd needle broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Patients complained of abd pain, assessed abd by patient's son. Patient' son felt something pointy, he looked closely and pulled a broken piece of insulin needle around patient's belly button.

Manufacturer narrative:
(B)(4) follow up report for additional information provided and device evaluation. Date of event has been updated to 11/6/2024. Adverse type has been updated to both an adverse event and product problem. Type of reportable event has been updated to serious injury. Annex f code has been updated to f12 - serious injury/ illness/ impairment. Since samples could not be returned for evaluation the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. If further information such as the material and lot number become available, the complaint will be re-opened for further investigation. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information provided: 1. In the medsun form mentioned that the date of the event as ¿(B)(6)2024¿. Could you please specify the exact date when the reported issue happened? - (B)(6)2024 2. Please share the material & lot number associated with reported issue. - unavailable 3. Please confirm if x-ray, scan or any additional intensive care treatments provided as a result of the event. (B)(6).